Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the snubber, generator driver, and battery charger pcbs. The x-ray tube and hv tank were also replaced as was the power cap module to restore function. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system displayed overload fault/filament regulator failure. System removed from use for service.